Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for lumbar radiculopathy, spinal pain and non-malignant pain. It was reported that patient did not know why the second ins was replaced. Patient had the internal equipment and wanted to know how to dispose of it. Patient was redirected to their hcp proper medical equipment disposal. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.